Event description:
Based on the medical records provided by the pt: on (B)(6) 2006: repair of incisional ventral hernia with implant of composix ex mesh. Status post-fall with multiple intra abdominal injuries, pt presented with a hernia. On (B)(6) 2006: explant of bard composix ex mesh, and repair of incisional ventral hernia. It was noted that the mesh had a lot of adhesions to the bowel which were lysed. The operative report did not note how or what was used to repair the hernia.

Manufacturer narrative:
The pt alleged infection, injury, pain, hernia recurrence, and explant. Based on the information currently available, it is not known whether the device caused or contributed to the alleged issues experienced by the pt. The operative note and the pathology describe a history of infection. The information provided indicates that the pt was treated for an infection. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review of device history records, that included a review of sterility, was performed and no evidence of a manufacturing related cause was found for the alleged event. No sample has been returned therefore no evaluation could be performed. With the currently available information, no firm conclusions can be drawn. Should additional event and/or evaluation information become available, this file will be revisited and a follow-up MDR submitted if warranted.